Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that the up arrow button has gotten harder to push and sometimes it doesn't respond. Customer reported that his blood glucose was low about 2 days ago; value was 54 mg/dl due to taking to much insulin. He disconnected form the insulin pump and ate fruit. Customer declined to troubleshoot for low blood glucose. Current blood glucose is 230 mg/dl. Nothing further reported.